Event description:
On november 10, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On november 15, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. This was the first time this meter would not power on. That morning, the patient tested her blood glucose level using another meter. She obtained a result that was slightly lower than her expected values, but she was unable to recall the specific result. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The patient took her normal meals, eating a good breakfast and a small lunch. The patient also took her normal dose of insulin. At approximately 4:30 pm the patient suddenly became semi-conscious and was 'out of it.' The patient's daughter attempted to test the patient's blood glucose level while symptomatic but could not obtain a blood sample. The patient was not given any treatment. The patient's daughter contacted emergency services. When paramedics arrived, they obtained a blood glucose reading for the patient of 26 mg/dl. The patient was treated intravenously with glucose, and later the patient was able to eat a small amount of food. The patient refused to be transported to the emergency room. The physician informed the patient the cause of the hypoglycemic event might have been due to her insulin regimen. The patient takes humalog 75/25 insulin 50 units in the morning and 20 units in the evening. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had replaced the meter's battery, the patient's test strips were correct and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose reading on the reported meter due to the power issue. The patient became hypoglycemic, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.